Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker had difficulty being interrogated by a communicator. Technical services (ts) was contacted and reviewed possible troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.